Manufacturer narrative:
Correction to the initial report: g1. Manufacturing site. Is (B)(4), therefore g1 manufacturing site details have been updated. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding short sheath - small and a hemostatic valve dislodged issue occurred. During the procedure, the hemostatic valve was dislodged. The carto vizigo¿ 8.5f bi-directional guiding short sheath - small with the dislodged hemostatic valve may affect the procedure, so the sheath was replaced with a new one. After replacement, the problem was resolved. No patient consequence reported. Additional information was received on (B)(6) 2024. Air did not enter the patient¿s body. Blood return was not observed.

Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number lot 60000355 and no internal action related to the complaint was found during the review. If the product is received at a later date, the investigation will be updated as applicable. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).